Event description:
Initial report was that a patient underwent prophylactic generator replacement. The generator was received by product analysis and product analysis was completed. The product analysis lab confirmed that the generator was at normal ifi (intensified follow-up indicator)=no condition. There were no performance of any other type of adverse events found with the pulse generator. The data dump for the generator was reviewed and high impedance was found prior to generator replacement on (B)(6) 2018. No other relevant information has been received to date. No known surgical intervention has occurred to date (other than the reported generator replacement).